Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the impedance had increased. It was suspected that the lead was not compatible with the competitor ICD. The patient is awaiting a heart transplant and the physician elected to not intervene at this time.